Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable system was explanted due to infection. The patient had presented to the emergency facility with pocket redness. There are no allegations against any of the products. No replacement products were implanted. No adverse patient effects reported.